Event description:
It was reported that the stent fractured. An eluvia stent was implanted in the left superficial femoral artery. The stent was noted to be fractured. Heavy calcium was observed, but no restenosis was noted. There were no patient complications reported.